Manufacturer narrative:
The cartridge was received for evaluation and found the cartridge was damaged accounting for the blood leak. The cause of damage to the cartridge could not be determined from the investigation findings. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections." All treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.

Event description:
A report was received on 11 jun 2024 from the home therapy nurse (htn) of a 58 year old male patient with a medical history including hypertension and end stage renal disease, who stated blood was observed leaking from the cartridge approximately twenty minutes into a home hemodialysis treatment on (B)(6) 2024. Additional information was received on 14-19 jun 2024 from the home therapy nurse (htn) who stated the patient presented to hospital with dizziness and was admitted on (B)(6) 2024. Additional information regarding hospitalization and discharge date was not provided. Following discharge, the patient performed an uneventful home hemodialysis treatment on (B)(6) 2024.